Manufacturer narrative:
Evaluation summary (B)(4): the programmer was returned and analysis confirmed the customer comments that it booted up to errors and that the stylus did not work. (B)(4).

Event description:
It was reported there was no communication with the programmer via the stylus pen. It was also reported there was a constant "click click click" sound when booting up the programmer. The programmer now has a serious system error. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported there was no communication with the programmer via the stylus pen. It was also reported there was a constant "click click click" sound when booting up the programmer. The programmer now has a serious system error. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.